Manufacturer narrative:
There was no death associated with the inappropriate defibrillation event. There is no information to suggest the patient sustained a serious injury from the defibrillation event. Belt sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal. During the transition to the 5hz signal, verification of the tactile vibration alarm and testing of the pulse delivery circuitry was completed successfully. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulses. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. Monitor sn (B)(4) was returned and evaluated at zoll manufacturing corporation. Upon receipt, the monitor reset during pulse testing. An investigation into monitors exhibiting the same issue found that the root cause for the reset is noise from the defibrillator pca high-voltage capacitors that may intermittently propagate to the main battery wire on the monitor c/a board. Real time review (B)(4) for a design change to address this issue was approved by FDA on 11/06/2015. Device manufacture date monitor: 10/31/2013 - reuse; electrode belt: 10/17/2014 - reuse. The investigation into the event concludes that there was no device malfunction contributing to the inappropriate treatment event. The pulse reset occurred after the inappropriate treatment was delivered. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, and software flag files. The primary cause of the inappropriate shock event was improper response button use by the patient during the false detection, prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was svt over threshold. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf). The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced a defibrillation event on (B)(6) 2015. The lifevest deployed gel at 11:44:14 am and subsequently delivered an inappropriate treatment at approximately 11:45:14 am. Svt over treatment threshold contributed to the false detection. The response buttons were used earlier in the detection sequence but not immediately prior to the treatment. The lifevest monitor reset following the treatment. The patient was reported to be conscious and sleeping at the time of the event and woke up following the treatment. It was reported that the patient's friend witnessed the event. The patient remained at home following the event and did not seek medical attention. The patient continued use of the lifevest.